Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were feeling low but did not have a bg meter to confirm their values; however, they indicated that they were certain it was low. The patient treated himself by drinking orange juice. At the time of contact, the patient was relaxing. Data was received for evaluation, but confirmation of the problem and probable cause could not be determined via data. No additional patient or event information is available.